Manufacturer narrative:
The device was received partially deployed; the pink slide was moved forward, however, the linkage assembly was not fully retracted and the formed needle was visible in the exposed portion of the soft cannula. Although the formed needle was exposed, the soft cannula was fully extruded and the pink slide was fully moved forward, therefore, it cannot be conclusively determined why the cannula inserted improperly; a cause for the reported event could not be determined. The exposed portion of the soft cannula was also bent and torn, allowing fluid to leak from the cannula. It cannot be determined when or how this damage occurred. Upon opening the device, the needle/linkage fully retracted. Score marks were observed on the top housing and plastic debris from the top housing was observed on the linkage rivet, indicating interference between the two components. Inspection of the needle mechanism found no damages; the linkage assembly was determined to be misaligned. No other defects or deficiencies were observed during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was bent and was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 14.9 mmol/l (268.2 mg/dl) while wearing the pod between 1 and 4 hours. The patient reported the cannula was bent and being unsure if the cannula was properly inserted in the infusion site. As treatment, a new pod was applied.